Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still pending. A review of the scope's history shows the scope was purchased on september 13, 2010 and was last serviced on july 14, 2016. As part of our investigation, an olympus endoscopy support specialist (ess) visited to the user facility on (B)(6) 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess observed the user was not using the recommended olympus channel cleaning brush. In addition, the ess provided updated tjf-q180v wallcharts. A copy of ontrack in-service form was provided to customer for reference. The customer was made aware of the recommended olympus channel opening cleaning brush and model number of brush was provided to the customer (bw-412t) to purchase. The reprocessing manual provides several warning and cautions statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. ¿

Event description:
Olympus was informed that the device culture tested positive for pseudomonas aeruginosa (twice) and serratia ureilutica (once) after it has been reprocessed in their automated endoscope reprocessing maching, oer-pro. There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results and the physical evaluation results of the device. The olympus scope was sent to an independent laboratory for culture testing. The scope¿s distal end and elevator mechanism tested positive for curtobacterium albidum and curtobacterium citreum. In addition, the scope¿s instrument channel tested positive for staphylococcus epidermidis and micrococcus luteus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. A visual inspection was performed on the condition received of the scope. The evaluation found no signs of foreign substance or stain inside the biopsy channel / port, and or suction channel / port. There was no sign of foreign substance or stain found with the the external components - insertion tube, bending section cover & glue, elevator forcep raiser, distal end cover, light guide lens/glue and or the objective lens/glue. The scope passed the leak test, however, there are multiple non-olympus repairs noted with the biopsy channel, insertion tube, light guide tube, bending section cover, bending section cover glue, light guide lens, distal end cover, (all) switch buttons, and the control knobs. In addition, there is corrosion on the el connector. There are deep dents and scratches on the distal end cover. The bending cover glue has cracks. The light guide lens at the distal end is chipped and cracked, the glue is peeling. The image has a heavy pink saturation. The user facility declined repairs and the scope was returned to the user facility unrepaired. A scope¿s instrument history indicates the previous service evaluation of the referenced scope on july 14, 2016 showed non-olympus repairs. The cause of the reported event could not be confirmed, however, based on the evaluation findings the cause of the physical condition of the scope is attributed to improper maintenance. As a preventive measure, the instruction manual states, this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is exclude from olympus¿ limited warranty and is not warranted by olympus in any manner.